Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. Lens was returned in liquid, in vial. Visual inspection found a torn optic and haptic. (B)(4).

Event description:
The reporter indicated that a haptic of cq2015a, +18.5, intraocular lens broke during loading. There was no patient contact and the backup lens was used. The cause of event was unknown.

Manufacturer narrative:
Claim# (B)(4).